Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was not replicated or confirmed. The defib cable receptacle and the multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.